Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during he service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the x-ray image was repeatedly gray on the monitor, the field engineer noted tha intermittently the system would not display a live fluoroscopy image, thus making the system unusable. There was no patient injury or death reported.